Event description:
Consumer reported complaint for error message (e-4). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a blood test during the call. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 10/27/2023 and open vial date is 11/15/2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-5 with level 1 control solution and control results out of range with level 3 control solution. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 29-nov-2022 to ensure the replacement products resolved the initial concern, able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 11-jan-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.